Manufacturer narrative:
(B)(4). The device was returned for evaluation which found 1.5mm of the drive has sheared off. It appears that the tip sheared inside the screw head from overload while tightening. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the screw driver was used to tighten an already sheared off set screw. No patient complications were reported.